Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that she changed the infusion set multiple times, but continued to experience high blood glucose. Reviewed the alarm history, and found a no delivery alarm. It was reported that the customer was not giving correction boluses with the device after changing the infusion set, which may have led to the continued elevated blood glucose. Troubleshooting was performed, and the unit passed the prime and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.